Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that during revision to replace a disengaged denali contoured rod. Three everest rod connectors appeared to be loose. This reported captures the 2 of 3 everest rod connectors. The disengaged denali contour rod has been captured in a separate report.

Event description:
A physician reported that during revision to replace a disengaged denali contoured rod. Three everest rod connectors appeared to be loose. This reported captures the 2 of 3 everest rod connectors. The disengaged denali contour rod has been captured in a separate report.

Manufacturer narrative:
Correction to: updated from 'product problem' to 'adverse event and product problem'. Correction to: updated from (B)(4) to (B)(4). Correction to; updated from 'malfunction' to 'serious injury'. Visual, dimensional and functional analysis could not be performed as the device remains implanted. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: the rod-to-rod connectors are another option for joining two parallel rods. The rod-to-rod connectors come in closed/closed and open/closed styles. The open/closed style connector requires a set screw. The implants are final tightened using either the torque limiting wrench or the torque indicating wrench. Due to the product not being available for evaluation a root cause could not be determined conclusively. If devices and/or additional information become available, this investigation will be reopened.